Manufacturer narrative:
The technician found the ground wire was disconnected on the power cord plug. The technician replaced the power cord plug to repair the bed.

Event description:
Information received indicates, the service light is flashing on the bed due to ground loss.